Event description:
A patient with no known allergies developed hives on the face and abdomen shortly after placement of delton sealant. The patient was referred to a specialist, though the treatment administered, if any, is unknown.